Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed 'pustules that were wet'. Multiple follow-up attempts were unsuccessful. The medical outcome is unknown.